Event description:
The customer reported via phone call that their insulin pump had a displayable history check failed on start up alarm. Customer reported they were exercising prior to the alarm occurring. Customer's blood glucose was unknown. The customer stated they did not program a temp basal prior to the alarm occurring. The customer stated the alarm occurred during normal use. Customer was advised to monitor their insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.